Event description:
The following information was reported: the patient had no symptoms or pain, but an ultrasound was performed "some" days after and showed a small pseudoaneurysm which was treated successfully with thrombin. No adverse events were reported. Procedure date: (B)(6) 2014, vessel type: coronary, sheath size: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. UDI number: (B)(4). Pi number is unknown as the lot number was not provided.